Event description:
It was reported an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.